Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and increased threshold measurements. Subsequently a revision procedure was performed where the lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received that there was no confirmed issue with the lead visualized with an x-ray or upon opening the pocket. However during the revision procedure the rv lead was tested on the pacing system analyzer (psa) and still yielded high and out of range pacing impedance measurements. It was at this time that the physician opted to surgically abandon the existing lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.